Manufacturer narrative:
The reported events of premature discharge of battery, inability to interrogate, inability to capture, noise and material discoloration were confirmed. The reported event of device in backup mode was not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the device exhibited noise, loss of capture, low pacing impedance, and was in backup (bvvi) mode. Furthermore, the device was unable to be interrogated and premature battery depletion was alleged. The device was explanted and replaced. During the replacement procedure, the header of the device was observed to be discolored. The patient was stable.